Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 4.34 miu/ml which was reported outside the laboratory and questioned by the doctor. The sample was repeated with a result of 732.6 miu/ml. The original sample tube was tested and the result was 762.6 miu/ml. The repeat testing was performed on a different analytical e module analyzer. The repeat result was believed to be correct. The customer did not know if the patient was adversely affected. The hcg+b reagent lot number was 17753701 with an expiration date of 08/31/2015. The field service representative inspected and tested mechanics including the measurement and fluidics systems. Mechanical systems were checked and were acceptable. The fluidics and measuring cell precision results were within specification.